Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on (B)(6) 2020. An investigation was conducted on (B)(6) 2020. Signs of clinical use and no evidence of blood was observed. One of the connecter collars of the extension cable was broken and sheared off from its original position. The connector collar was dislocated from its original position leaving the inner component exposed. The detached connector collar was not returned for evaluation. No other visual defects were observed. Based on the returned condition of the device, the reported failure "break; cord¿ was confirmed. This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable came back from sterilization with the connector/cap end missing. No patient involvement.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable came back from sterilization with the connector/cap end missing. No patient involvement.